Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log found no evidence to support an under infusion. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had widespread claims of under infusion with unspecified tubing, bag and set. The reported problem occurred during delivery in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.